Event description:
It was reported that the device went into backup reset mode due to a home monitoring communication issue. A device restoration was performed successfully. There were no adverse health consequences, the patient was stable.